Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer&#38112;blood glucose level was in the 200's (mg/dl). Reportedly, the customer changed the site, bg level returned to target, and the issue did not reoccur.